Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. However, analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent, one side bail was missing and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the output rate varied. It went from 80bpm (beats per minute), down to 40 bpm, then back up to 80 bpm. There was no patient involvement.